Manufacturer narrative:
The hospital's risk manager at the hospital reported that after returning from a procedure, the patient expired while being monitored at the central nurse's station (cns). This occurred on (B)(6) 2025 at 1200 hours. The logs are currently being pulled from the devices. She was concerned because in the past, monitor techs had been silencing the alarms, and they want to verify that this is not the case with this event. She also wanted to see what happened with the patient. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains limited information, as attempts to obtain the information were made, but not provided: d10 attempt # 1: 06/12/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 2: 06/25/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Attempt # 3: 07/07/2025 emailed the customer via microsoft outlook for all information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: multiple patient receiver (org): model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Zm transmitter: model #: zm-531pa. Serial #: (B)(6). Device manufacturer data: 09/25/2020. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.

Event description:
The hospital's risk manager at the hospital reported that after returning from a procedure, the patient expired while being monitored at the central nurse's station (cns). This occurred on (B)(6) 2025 at 1200 hours. The logs are currently being pulled from the devices. She was concerned because in the past, monitor techs had been silencing the alarms, and they want to verify that this is not the case with this event. She also wanted to see what happened with the patient.

Manufacturer narrative:
Details of complaint: the hospital's risk manager at the hospital reported that after returning from a procedure, the patient expired while being monitored at the central nurse's station (cns). This occurred on (B)(6) 2025 at 1200 hours. The logs are currently being pulled from the devices. She was concerned because in the past, monitor techs had been silencing the alarms, and they want to verify that this is not the case with this event. She also wanted to see what happened with the patient. Investigation summary: the log files from the reported device were sent in for review. Review of the cns logs showed that the device generated alarms, with some instances of user operation manually silencing the alarms near the reported occurrence time. The customer stated review data printouts for the patient were not available, so it could not be completely confirmed if the cns generated alarms appropriately. The root cause could not be determined but the issue may have been attributed to user error. Nk will continue to monitor and trend. The following field contains limited information, as attempts to obtain the information were made, but not provided: d10 additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: multiple patient receiver (org): model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Zm transmitter: model #: zm-531pa. Serial #: (B)(6). Device manufacturer data: 09/25/2020. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Additional information: b1 report type. B4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The hospital's risk manager at the hospital reported that after returning from a procedure, the patient expired while being monitored at the central nurse's station (cns). This occurred on (B)(6) 2025 at 1200 hours.